Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a system error 2367 alarm on the homechoice device. The specific therapy step this occurred during is unknown. The hp was not connected to the setup at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.